Event description:
As reported by the facility, they accessed and deployed the wire, when they threaded the catheter, they allegedly felt resistance. They pulled it back to safety, and the wire reportedly unravelled.

Manufacturer narrative:
The complaint of a severed guidewire is confirmed and will be considered user related. The product implicated and returned for evaluation is one powerglide, 20 gauge 10 cm midline catheter. The complaint sample includes the entire delivery system for the power glide. The catheter was not returned for evaluation. The safety can is deployed over the tip of the introducer needle. The stretched and elongated wire resides inside the catheter handle. Microscopic examination of the needle bevel reveals damage. Metal scoring and abrasion damage is observed at the needle bevel. The "floppy portion" of the guidewire shows the outer coils to be severely stretched and elongated. The center core wire has severed. The distal weld tip is present. This is a good indication the wire snagged on the bevel of the needle, became stretched and elongated and severed. This type of damage occurs when the guidewire is retracted or manipulated through the introducer needle and snags on the bevel of the needle. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter and guidewire. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process.